Manufacturer narrative:
Product complaint # (B)(4). A detached re-parked in labeled winding former of product were received for evaluation. During the visual inspection of the sample, the detached needle was observed re-parked in winding former, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2018 and suture was used. During the procedure, the suture pulled off the needle. Changed another suture to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.